Manufacturer narrative:
The returned device analysis confirmed the reported leak. The device was found to leak from the lock lever where polyimide tubing was observed to be protruding between the lock lever o-ring and cap. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the device analysis, the leak is the result of the observed polyimide tubing protrusion. The reported product quality problem (slanted cap) and observed polyimide tubing protrusion appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during preparation of the clip delivery system a leak was noted. It was reported that during preparation of a steerable guide catheter (sgc) the tip became kinked. The sgc was not used. A new sgc was used successfully. An nt clip delivery system (cds) was unpacked; however, it was noted that the lock line cap was canted (slanted). An attempt to prep the device was made, but during flushing it was noted that saline was leaking from the lock line cap. An attempt to screw the cap on was made but it didn't work, and the leak continued. The device was not used and there was no patient involvement. The procedure was successfully completed with a new mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure.